Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that he had a battery issue with his onetouch ultra 2 meter, and the meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started on (B)(6) 2017, at 8 am. He stated that he manages his diabetes with oral medication, diet and exercise, reporting that he takes, metformin 1000 mg and glipizide 2mg in the mornings, and metformin 1000 mg and tradjenta 5mg in the evenings. The patient reported that he did not make any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient alleges that 12 hours after the meter issue started he developed symptoms of ¿headaches and drowsiness¿. It was reported that he had no treatment outside his normal routine. At the time of troubleshooting, the csr noted that it was not the first time the product was being used, and the correct strips were being used. It was noted that when the power button was pushed, or a new strip was inserted the meter did not turn on. The csr documented that based on the information provided the battery need replacing, but the patient did not have a new battery. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.